Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim patient reported that they noticed all of a sudden that the were no longer feeling stimulation. They further explained that something shut off because they no longer felt vibrations or stimulation at all. Patient turned the stimulation up, caller states after he turned the stimulation up that he could feel it up it is in the wrong spot- by his butt. Patient then changed p2 3.3v and then to 2.7v . Caller states he feels the stimulation comfortable in the bike seat area. No further complications were noted or anticipated.